Manufacturer narrative:
Intuitive surgical, inc. (Isi) received additional information: there was no damage noticed during the procedure. There were no loss of cautery or any signs of thermal damage. No arcing was observed as well. No fragments fell inside the patient. There was no instrument collision. There are no photos or videos for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley, exposing the internal conductor wires, although they were not frayed or fully broken. The instrument passed the electrical continuity test, and no sharp or damaged components were found that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. A review of the information associated with the event was performed by post market failure analysis engineer and the conductor wire, per boxed, had damaged insulation. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a damaged conductor wire. There was no report of patient involvement or no reported injury.